Manufacturer narrative:
Product ID 3889-28, lot# va0ynf8, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer's family member reported that the patient's bladder stimulator was not working. They called the doctor's office and told them she fell and was in pain. Therapy was confirmed to be on and she was instructed to turn stim down to 0.0 and when she did, it increased her pain. When she turned stim off, the pain subsided right away. The patient still had a little bit uncomfortable stim but it was going away. There was a gradual change in therapy/ symptoms. She went to see the doctor on 2015 (B)(6) and everything was fine. After she left, that was when she fell. She landed on her knee then her bottom. When she got back up, she felt a pulling in the right hip area and as the day went on she felt pulling in both hips. 2 days after, 2015 (B)(6), she started having shocking so bad. The patient cried and had a hard time focusing and breathing. She scheduled an appointment to see the managing physician on 2015 (B)(6). Additional information from the health care professional reported that she had x-rays and examination and all was well within normal parameters and there was a totally normal exam of the generator. There was no verification that the device ever shocked the patient. She has a neuropsychiatric disorder with somatization. The unit was removed and the patient still had symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.